Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, between 5-8pm, the patient stated that he experienced some "incorrect readings" from his cgm and that his cgm readings dropped rapidly from 200 mg/dl to 32 mg/dl. No bg meter comparison values were reported. The rapid drop in the patient¿s cgm value occurred while the patient was driving. He then became dizzy and lost consciousness causing a car accident. No specific injuries were reported because of the car accident. As a result of this, the patient was hospitalized. No other patient or event details were reported as the patient ¿did not want to provide more details about it¿. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.